Event description:
It was reported that five hrs from the start of an infusion of total nutrient admixture through the device it was noticed that the inlet housing was leaking. The device was changed and three hrs later a leak was noticed again on the inlet housing. The pt was discharged after treatment. The following day the pt was re-admitted with pyrexia. This was determined to originate from septicemia, and later the pt died. The user facility inquired whether the septicemia and catheter tip contamination could be related to the leak at the device inlet port.